Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was as low as 48 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with food and glucose tablets. Customer's father advised the settings were changed and the customer had a lack of sleep which resulted in low blood glucose. Customer experienced nausea, low blood glucose and was hospitalized. Customer was advised to follow up with their healthcare provider and monitor their low blood glucose levels.